Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation. Concomitant products: left side; 175cc mentor siltex round moderate profile; catalog number: 3542620; lot number: 247528; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age and race underwent primary breast augmentation with a 175cc mentor siltex round moderate profile and was presented with right side breast implant deflation postoperatively. As a result, the patient underwent explantation and replacement with catalog number 3501620; serial number (B)(4) on (B)(6) 2008.